Event description:
Customer's wife reported blood glucose results of 224 mg/dl, 575 mg/dl 2 minutes later, 202 mg/dl 2 minutes later, and 193 mg/dl 8 minutes later on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.